Event description:
It was reported to baxter that the reservoir of an intermate lv 250 device ruptured during an infusion on a (B)(6) female patient. The pump was infusing a solution of 1g of vancomycin in 200ml of dextrose 5% when the rupture occurred. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of an intermate lv 250 device with a ruptured reservoir was confirmed during product evaluation. This device is a single use device and will not be repaired. This issue is currently being investigated under CAPA# (B)(4).